Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all stations were in critical override and disaster recovery initiated. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the restage at all-in-one server snapshot reversion and disaster recovery initiated and all station was in critical override. A technical support specialist performed disaster recovery on all in one (aio) server. Extracted inventory and storage space configuration using knowledge article of "how to: restage an es device". Saved data to electronic protected health information (ephi). Unable to remove controlled substances and customer was deleted and recreated device on server. Dropped database and performed full synchronization to new device name. The system functioned as intended after technical support specialist troubleshot the device.